Event description:
It was reported that a pt had an anphylactic reaction while undergoing a cystoscopy procedure with a scope that had been disinfected in disopa solution. Upon removal of the scope the pt experienced redness of the face and felt sick. After one hour there was swollen penis, rash, and loss of consciousness. It is reported the pt has recovered.